Event description:
Customer reported hospitalization due to low blood glucose. Customer's husband found her on the floor and taken her to the hospital. Customer regained consciousness in the hospital. The blood glucose at the time of the event was 32 mg/dl. Customer stated that she had problems with going low. Customer not sure why she is going low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.